Event description:
During bav inflation, physician stated that there was contrast solution coming from the syringe plunger and the bav did not appear to fully inflate under fluoro. A second 25x4 bav was prepared, inserted, and successfully deployed. No adverse events are associated with this incident.

Manufacturer narrative:
After failure of the first syringe to function properly, a second device was used. Only the complaint device was returned, but there is no way to tell with which lot number the device is associated. The lot number, MFR date, and expiration date are listed below: add'l device info: lot number: 96406017, MFR date: 10/01/2012, expiration date: 10/30/2015. Review of device history indicated device was manufactured under normal conditions. Returned device was tested for inflation force testing, pressure leak testing, pressure decay testing, and vacuum capability testing. All tests were within specification; the device performed per mfg specifications.